Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of peritoneal dialysis therapy. The patient stated that they disconnected during dwell one and reconnected before drain; however, the proper disconnection and reconnection procedure was used. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative reviewed proper procedures with the patient. The patient would complete therapy using all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.